Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous superficial femoral artery. A .035 unspecified guidewire crossed the lesion and a 5x150mm armada 35 balloon dilatation catheter performed angioplasty. A 6.0x150mm absolute pro self-expanding stent was advanced over the wire and once at lesion the device was attempted to deploy; however, was not successful even though rotating wheel till the end. Another unspecified device was used to successfully complete the procedure. Per device analysis it was identified that the part of the stent was exposed. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis and the reported activation failure was able to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified similar incidents from this lot. The investigation determined the deployment related issues appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.